Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the polymer of the cement leaked from the inner package when the polymer was inserted into the revolution. Surgeon used a spare product and the procedure was completed.